Event description:
It was reported that during pre-use check, the ventilator had a smell like smoke. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No signs of heat damage or smoke were found. The ventilator was tested both with mains power and battery operation. No smell of smoke was noted. The ventilator passed all safety and functional tests and was returned for clinical use. The ventilator logs were reviewed. No alarms or technical error codes were found to indicate that there was a ventilator malfunction at the time of the event. The ventilator successfully passed pre-use check both prior and after the event date. The reported problem was not reproduced and no parts were replaced. The root cause of the event has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).